Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. (B)(4), are applicable to the system checkout a software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4), are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had received an error code 64 on their system. The manufacturer representative was unable to confirm, which task the user was in when the issue occurred. The representative recommended rebooting the system. There was no patient involvement. (B)(6) 2021: additional information received from a manufacturer representative reported that the suspected cause was too much information in the scan being pushed to the system.